Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that undersensing was observed on the sense/pace portion of the rv lead. High capture thresholds were noted as well. The lead was capped and replaced.